Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The facitlity brought the unit to cardioquip personnel for disassembly for possible bacteria growth within the device. Cardioquip assisted the facility in disassembling their device, and the facility indicated that they would share the results of the investigaiton. Only descriptive results have been shared with cardioquip. No determination was able to be made since it was made known that the device was not being maintained according to its IFU.

Event description:
Customer reported possible bacteria growth within the device.